Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a system had poor aspiration and irrigation during a procedure. A questionnaire was received and the surgeon noted that the patient had a weak zinn's zonule before surgery. The procedure was completed. The patient experienced a posterior capsular (pc) tear which the surgeon stated was caused by the weak zinn's zonule. No treatment was needed and the surgeon inserted an anterior chamber intraocular lens.